Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found approximately 3-1/2 inches of the monofilament was exposed at the guide and the needle tip was still attached to the rail end. The pre-formed knot was unraveled. The anterior cuff was engaged to anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred and not a link break. There was no needle strike mark on the foot. During testing, the plunger was reinserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a link break occurred. The method of how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.